Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead had high impedance and was suspect of a fracture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.